Manufacturer narrative:
(B)(4). Evaluation, results: (arterial occlusion, death). Evaluation, results/conclusion: (angulated neck with circumferential thrombus/calcification, moderately tortuous iliac arteries).

Event description:
Additional information was received. Per cec adjudication, it was determined that the vascular complication, reperfusion syndrome left leg and death were related to the study device and procedure.

Event description:
An endurant stent graft sys was implanted in a pt for the endovascular treatment of a 5.6 cm diameter fusiform abdominal aortic aneurysm on (B)(6) 2010 in the (B)(6). The aortic neck was 26-35 mm in diameter, 20 mm long, and angulated 46 degrees with 40% circumferential thrombus/calcification. The iliac arteries were moderately tortuous. There was also a 20 mm diameter x 33 mm long right iliac aneurysm and a 24 mm diameter x 33 mm long left iliac aneurysm. It was reported that four endurant stent grafts were implanted without issues. On (B)(6) 2010, it was noted that the pt experienced daily fevers up to 39 degrees c with pain in the lumbar area. A CT scan performed on (B)(6) 2010 showed some non-sharp borders of the aneurysm with no other technical observations or any intra-abdominal abscess. No intervention was performed. The fever resolved, and the pt was discharged on (B)(6) 2010 in good health. The investigator assessed the fever to be related to the device and to the procedure. On an unk date, the pt presented at a hosp in (B)(6) with an occlusion of the stent graft limb and acute ischemia of the leg. A thrombectomy was performed; however, the results of the intervention are unk. The pt expired on an unk date from multi-organ failure due to reperfusion syndrome (ref MFR # 2953200-2011-00753, 2953200-2011-00754, 293200-2011-00755). The investigator assessed the occlusion to be related to the device and unrelated to the procedure. No autopsy was performed, and no death report is available. The stent grafts were not explanted.